Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a wire issue occurred. The lesion was located below the knee. This platinum plus guide wire was selected for preparation and it was reported that the wire was not ok. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the core wire was fracture.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that the distal tip was unraveled and core wire was fractured. Additionally, the ball weld was found attached to the spring tip and core wire. .all the outer diameter measurements are within the specifications. The fractured section was sent to the mtac lab for analysis. After mtac lab results the failures sites exhibited a perpendicular fracture surface relative to the longitudinal axis of the wire; the fracture surface on both samples showed elongated dimples ruptures in a clock-wise direction indicating a torsion overload event; both failures sites presented the same failure mode with similar characteristics suggesting a match between them. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).